Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04192. It was reported the patient had experienced heating while charging the ipg. The patient did not have a charging belt. A replacement charging belt was sent to the patient.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.